Event description:
The end user reported when using the power feature to lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. There was no specific patient incident cited and no injuries have been reported.

Event description:
The end user reported when using the power feature to lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. There was no specific patient incident cited and no injuries have been reported.

Manufacturer narrative:
The stretcher was returned to the manufacturer for visual and functional evaluation. The reported issue was able to be duplicated after detaching and reattaching the actuator harness indicating the harness was exhibiting a short and contributing to the nature of the reported issue. The actuator and harness were replaced and the stretcher was returned to the customer.